Event description:
Customer reported that the voice module does not work. Customer also reported that he is able to only use the tone. There was no patient incident or injury reported.

Manufacturer narrative:
Results: the reported issue was not confirmed. Evaluation of the returned product revealed the unit did not power up with batteries because of battery leakage and corrosion on the flat contacts. The battery leakage caused the aqualert water indicator to show moisture exposure. The unit does power up when using an external power supply or a 9v adapter and passes all functional tests. Note: posey instructions for use warning statement: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Do not mix old and new batteries, or battery brands within a battery pack. Always install a completely new set of batteries. Do not allow batteries to deplete while in the alarm. Depleted batteries may leak and corrode, causing damage to the electronics and reliability.(B)(4).